Event description:
Pseudosepsis [inflammation]. Swelling in knee [joint swelling]. Knee effusion [joint effusion]. Case description: spontaneous report received on 16-oct-2008 and 21-oct-2008 from a physician regarding a male patient, initials and age unknown. The patient's medical history was unknown. The patient received an unknown number of synvisc injection(s) in the knee on unknown date(s). The patient experienced pseudosepsis and knee swelling. The patient was hospitalized on the day prior to original date. The patient had brown fluid aspirated from his knee which had a white blood cell count of 95000 and was culture negative. The patient received an intra-articular steroid injection, responded and was discharged in 2 days. As of the date of receipt of this report, the patient's outcome was unknown.